Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic analysis of the returned device found that the main coil was stretched and bunched up within the introducer sheath. The coil had broken from the delivery wire in close proximity to the main junction. The introducer sheath was also noted to be kinked. Based on the information available it is probable that premature detachment of the coil occurred due to procedural factors limiting its performance. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
During analysis of the returned device, it was noted that the main coil was broken. There was no clinical consequences reported to the patient.

Event description:
During analysis of the returned device, it was noted that the main coil was broken. There was no clinical consequences reported to the patient.